Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint; however, the fse did replace the generic power distributor (gpd) and surgeon back pane (sbp). Fse also worked with the hospital electrician and checked the power supply and sockets in the operating room and found that the neutral wire of the socket was slightly loose. The hospital electrician made improvements. The system was tested and verified as ready for use. The gpd has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Visual inspection, no issue was found that are related to the reported issue. The gpd was installed onto the golden system where the component functioned as expected, and no error code was presented. The golden system was set to run 10 power cycles and left idle for 30 minutes. Once testing was completed, the board voltages were inspected, and all channels operated within range. The system error logs were also reviewed, but no error could be identified. As a result of these findings, fa concluded that no root cause could be attributed to the reported issue. The sbp has been evaluated by the fa team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, the fan 1 (j13) connector was missing. The fan connector will cause the system to trigger an error 5 which is pointing to fan fault issue, that¿s why it did not install into the system. Based on these findings, fa was not able to determine the root cause of the reported complaint.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the system displayed error 86. Tse guided the user to review the error log and confirmed error 86, which indicated an issue associated with the surgeon console generic power distributor (gpd). Tse then guided the user to perform a hard power cycle and to try a different power socket. The user continued with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.